Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have primed insulin pump incorrectly. Customer's blood glucose was 500 mg/dl. Customer was educated on proper priming technique. Customer was advised to treat high blood glucose with manual injection if blood glucose did not stabilize and to seek medical attention.